Event description:
It was reported that the product leaked water during testing. There was no pt involvement and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Device failure was discovered during routine servicing. Internal components were evaluated and corrosion was found on the motor and bearings.